Manufacturer narrative:
(B)(4). Medical product: unknown femoral catalog #: n/I lot #: n/I; vngd ant stblzd brg. 12x75 catalog #: 189082 lot #: 581300. Report source - foreign: (B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple reports were filed for this event, please see associated reports: 0001822565 - 2021 - 03442.

Event description:
It was reported that unstable knee with tibial components showed increased hot spots in scan according to the surgeon. Revision surgery due to unstable knee. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies related to the event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.